Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring disabled (rmd). Technical services (ts) reviewed device data and determined that the rmd was caused by a single loaded battery voltage measurement of 2.095 volts and device replacement was recommended. It was noted that the patient experienced some odd symptoms. Additionally, it was noted that there were intermittent right atrial (ra) pace impedance spikes up to 2107 ohms and noise stored on the ra and right ventricular (rv) channels. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000 and that remote monitoring disabled (rmd). Technical services (ts) reviewed device data and determined that the rmd was caused by a single loaded battery voltage measurement of 2.095 volts and device replacement was recommended. It was noted that the patient experienced some odd symptoms. Additionally, it was noted that there were intermittent right atrial (ra) pace impedance spikes up to 2107 ohms and noise stored on the ra and right ventricular (rv) channels. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which puts this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. If the device remains in service, rf telemetry will be disabled before the battery impedance reaches a level where safety mode can occur. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Additionally, the associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. If additional pertinent information is provided in the future, a supplemental report will be issued.